Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "contrary to what the ultrasound showed, the left prosthesis had also cracked, with silicone leaking out and was therefore broken."

Event description:
Patient reported that the "left device is cracked, with silicone leaking out and was therefore broken." Physician confirmed rupture. The device has been explanted.

Event description:
Patient reported that the "left device is cracked, with silicone leaking out and was therefore broken." Physician confirmed rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified; device patch with lot number 2708272, an opening on posterior, red particles on the shell, and red biological tissue. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling.